Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A physician was attempting to use an ellipsys catheter for treatment. The vein diameter was 3.5 and artery diameter was 3.0. The distance between the artery and vein was not greater than 1.5mm. The IFU was followed during preparation, procedure and post procedure. A fistula was created. It was reported that the needle was walked down to the perforator as intended. The catheter was activated with easy release after ellipsys formed. The physician felt resistance inserting balloon but pushed forward and then noticed hematoma forming. After ballooning the anastomosis a pseudoaneurysm in the lower forearm was noted. Tried to stop leakage by holding balloon up for 10 mins. Switched to angio to locate pseudoaneurysm and stent placed in radial artery up to junction of anastomosis to stop the pseudo aneurysm from leaking any further. Patient was instructed to ice arm to reduce swelling.